Event description:
Philips received a complaint on the v60, indicating that a 100b "watchdog test failed" error occurred. There was no patient involvement at the time the issue was discovered as the issue was found at bench repair. The device was previously sent to bench for repair. At bench, the service engineer found two instances of the 100b "watchdog test failed" error in the logs but could not duplicate the error while restarting the device. The service engineer ordered the replacement central processing unit (cpu) printed circuit board assembly (pcba), and upon receiving the new part, the service engineer performed the replacement and verified that the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, the bme stated that an additional issue was observed during further evaluation of the device and is being addressed in a subsequent case. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.